Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable was pulled from the strain relief, damaging connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.